Event description:
Additional information received indicates that the issue of bluetooth telemetry loss was resolved with no known intervention performed and that the patient is transmitting.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.